Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, and both right atrial (ra) and right ventricular (rv) leads were fractured. The leads were capped and replaced. No further patient complications have been reported as a result of this event.